Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks along the shaft. No issues or damages noted with the balloon profile. A detailed microscopic examination of the balloon material identified no pinhole or damages. Blades 1 and 2 were broken in multiple locations. All blades and pads were fully bonded on the balloon. Approximately 3mm of middle segment of the blade 3 was detached and not returned. It's proximal side of the distal blade has lifted and bent, and the pad is fully bonded and attached. Bumper tip showed no signs of distal tip damage. A microscopic examination of the markerbands identified no damage. No other device issues were identified.

Event description:
Reportable based on the device analysis completed on 19dec2025. It was reported that the device failure to cross lesion occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the device could not be advanced past the angle due to resistance and calcification. The procedure was completed with the use of another of the same device. There were no patient complications. However, the device analysis revealed that the blade was detached.